Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all user unable to login using the bioid. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h3 device evaluated by manufacturer.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the users were unable to login the station using the biometric identifier. The technical support specialist (tss) confirmed that the customer had rebooted the machine while on the call. After rebooting, the customer was able to log in successfully. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all user unable to login using the bioid. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.